Event description:
It was reported that the ilet user ate breakfast without a meal announcement, then took a shower, performed a full supply change, and replaced the dexcom g7 sensor. Upon reconnection, the ilet displayed glucose of 344 mg/dl with a confirmatory fingerstick of 302 mg/dl, and the agent guided calibration and advised monitoring for trend down. Symptoms included hyperglycemia with irritability. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no device malfunction, and a usage problem related to improper or incorrect procedure was identified, specifically missing the meal announcement associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.